Event description:
False positive result (s). Customer experienced a false positive. Customer was worried about possible exposure after a long flight. Tried a total of 3 test and they all showed a very faint line indicating that they had covid. Tried 3 different at home test (not flowflex) and was negative. Also went for pcr at cvs and was negative. It appears that there is an issue with flowflex giving false positive results.

Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2020181 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.